Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Customer claims this unit is alarming transducer fault while on a pt. The ventilator was removed from the pt and the pt was placed on another ventilator, they claim there was no harm done to the pt.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, verified the complaint and determined the reported issue was caused by a leak traced back to a cracked exhalation value body. The carefusion field service representative was not able to determine what caused the exhalation valve body to crack. In addition, during the evaluation and not related to the reported event the carefusion field service representative identified a leak in the blender regulator. The carefusion field service representative replaced the exhalation valve body, blender regulator and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.